Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Manufacturer contacted customer with follow up phone calls for knowing customer condition and obtain additional information to provide a new product replacement; unable to talk to customer.

Event description:
Customer stated she received an "hi" on 2 meters which she could only identify one of them as a onetouch and could not identify the other stating she is (B)(6) and can't see well. Customer said she felt hot and that she had a lot pain in her fingers. Customer was advised to seek medical attention immediately. Customer will seek medical attention.-